Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient went into their healthcare professional (hcp) office for pellets for their low testosterone and the nurse ended up moving their stimulation using the clinician programmer and patient's programmer. Patient thought they may have done something incorrect as they were now feeling stimulation at the top of their butt crack when it used to be in the bicycle seat area. Patient mentioned they left the hcp office, they did feel stimulation in their bike seat area however during the call of the report, patient stopped feeling stim and then it came on again in the butt crack and then now they didn't feel again. Furthermore, patient hasn't been urinating like they were; stating that when they wake up, they would have a steady stream for about 2 minutes and now it's start/stop situation. Patient did change the batteries in their patient programmer but wanted assistance with it because they thought the stimulator was shut off. Patient synched and showed stim off stating they were at 3.8 but wasn't sure if they saw a program. Patient stated the backlight was off. They turned the backlight to the patient programmer back on and was able to adjust stimulation to where they felt it in the correct bicycle seat area. Patient got it increased to 4.9v and stated it was comfortable. No further complications were reported.